Manufacturer narrative:
The patient presented a skin irritation with signs of secondary infection caused by zio xt to their healthcare provider. Antibiotics and steroids were prescribed to treat the affected area. The patient stated they advised their provider that they had an allergy to medical adhesive, but the provider continued placing the device despite the patient¿s history. The returned product was evaluated and successfully produced a clinical report. The device passed functional verification testing during the manufacturing process. Skin irritation is a known inherent risk of the device. Device manual warnings section read as follows: do not use the zio xt patch on patients with known allergic reaction to adhesives or hydrogels or with family history of adhesive skin allergies. If skin irritation such as severe redness, itching or allergic symptoms develop, remove the zio xt patch from the patient¿s chest.

Event description:
The patient presented a skin irritation with signs of secondary infection caused by zio xt to their healthcare provider. Antibiotics and steroids were prescribed to treat the affected area.